Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 symptomatic consumer. The consumer communicated that they were positive for sars but later tested negative with another brand's rapid antigen assay. The consumer communicated that they are still testing positive with quickvue otc (quantity of tests performed unknown).